Manufacturer narrative:
(B)(4). Evaluation summary: an actual unopened sample was received for evaluation. The on/off clamp was found closed and drops of an orange solution were throughout the tubing and drip chamber. Complaint sample was primed with reverse osmosis water and the on/off clamp was opened. The reverse osmosis water ran through the set with no observation of no flow. The sample provided was able to be primed and normal flow of saline was observed. The complaint was not confirmed. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.

Event description:
The customer reported to baxter corporate product surveillance of a clearlink secondary medication set in which the facility could not get flow at the drip chamber. It is unknown what primary set the facility was using with this secondary set. There was no patient injury or medical intervention associated with this report. No additional information was provided.